Event description:
It was reported that the patient received inappropriate therapy due to oversensed noise on the ventricular channel. The noise was reproduced on the rv channel with pocket manipulation. The physician suspected a loose set screw. When the pocket was opened, the lead tested normal and the noise could not be reproduced. Therefore, the device was replaced.

Manufacturer narrative:
Testing on the bench and on the automated electrical test system revealed normal device function. It is believed that the cause of the inappropriate therapies was due to noise from an intermittent connection of one of the ventricular (is-1) set screws.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated but not yet begun